Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the eccentric, 90% stenosed, de novo, proximal left anterior descending (lad) artery, anatomical resistance was met during advancing the guide wire in the anatomy. Under fluoroscopy the flexi-wire guide wire felt floppy. The coils were stretched and almost separated. The guide wire was removed from the anatomy without reported issue or separation. A different flexi-wire was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.